Event description:
It was reported that the patient presented with, hypotension, pre-syncope and left chest discomfort. A large hematoma inferior to the device pocket was also observed. Medication was prescribed to patient. Hematoma resolved a month later. The patient was in good condition and doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).